Event description:
Atherectomy of right lower extremity: exchanged a 6f sheath for an 8f flexor sheath around the horn. There was some difficulty with this because the groin had previous endarterectomy, and it was very scarred. We then gave heparin for anticoagulation. Then used a .014 spider with 7mm diameter and deployed this in the popliteal. Multiple passes with the atherectomy device in the area of the 2 lesions did result in significant improvement of stenosis. A 6x120 pta balloon completed the angioplasty. This resulted in excellent improvement if stenosis with no residual and excellent flow. We then were able to get a partial retrieval with the spider device where the beginning of the basket went in, but the tip of the basket did not come out. This was unusual and so we tried to pull protection device and the retrieval device out through the 8f sheath. However, we could not pull the device out. It felt that this was likely because there was too much debris in the basket. Multiple attempts were made to capture the filter, however, when trying to pull the sheath out with the distal protection partially sheathed in the retrieval sheath. Pulled the sheath leaving in the torque wire and the distal protection device broke at the exist of the artery, leaving the filter in the artery. Multiple snaring techniques were used unsuccessfully. The sheath was pulled back further and released the filter, but it went down to the sfa. Used a bioptome and an 8f sheath and grabbed the filter. It was then pulled partially into the sheath and then pulled the sheath and the bioptome out in tandem, with everything coming out of the artery. It was successful getting the filter out without any adverse effect.